Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue on their own by changing the infusion set and cartridge multiple times until drops were visible, and successfully resumed insulin use.